Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found excessive eschar on the seal plates. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made with visually acceptable results. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. No tissue-sticking was observed. The investigation found the device to function normally and within specifications. The instruction for use states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Correction: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic salpingectomy and total laparoscopic hysterectomy, the device was sticking to tissue once sealed on the fourth activation. It continued to stick on subsequent activations. It was very difficult to remove from tissue and there was risk of damaging the tissue. There was an end tone heard and evidence of energy delivery each time. After several activations, the device was replaced with a similar one to complete the procedure. There was no tissue damage and no injury to the patient.